Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat menometrorrahgia, pelvic pain, adhesions, stress urinary incontinence. It was reported that the patient had a concurrent procedure of a tvh bso performed during mesh implantation. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence concurrently with a hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4).